Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stents were implanted in the lad. Approximately 20 months later the patient suffered a brain infarction. Event treated with hospitalization and medication therapy. The event was related to a stroke. The duration of the longest deficit was > 24 hrs. The patient recovered. The investigator and the sponsor assessed the event was not related to the anti-platelet medication or the device.